Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no wires going through was confirmed. Device evaluation found that insulation on the cable was damaged with a cut. Additionally, other evaluation findings include the following: label on rear cover was faded and the focus ring was cracked. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning: using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage" pg. 17. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the camera head had no wires going through. The issue was found during reprocessing. There were no reports of patient harm or involvement.